Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the device was not working ad it is not kicking on and she was not feeling stimulation. Patient further stated that they could not pee for a long time and has pain in her back and legs. No further complications were reported or anticipated.